Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
On (B)(6) 2019 patient was not receiving adequate pain relief. Cap study was performed and no issues were observed. Prometra ii pump was explanted.